Event description:
Report states intracapsular rupture of the left breast implant. Free silicone in the soft tissue superior and lateral to the left breast implant problably secondary to a silicone "bleed." Also stated a few cysts anteriorly in the superior aspect of the right breast.